Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced both "high" and "low" blood glucose (bg) levels, exact values were not provided. Customer consumed carbohydrates to address low bgs and delivered a correction bolus to address high bgs. Reportedly, the settings need to be adjusted. Recommendation was made to consult with healthcare provider regarding diabetes management.